Manufacturer narrative:
(B)(4). On an unreported date in mar 2014, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2014 for the peritonitis. A review of all batch record documents was performed for potentially associated lot number gd896191 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. The patient was still in the hospital and recovering from the peritonitis. The patient was being treated with unknown antibiotics. On an unreported date, dianeal therapies were discontinued. No additional information is available. This is report 2 of 4.